Event description:
The technician alleged that the brake casters on the foot end of the stretcher do not hold. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters on the foot end of the stretcher to resolve the issue.